Event description:
It was reported that the guide wire fractured occurred. A 185cm pt, j-tip guide wire was advanced to the lesion. However, it was noted that the distal segment of the guide wire was fractured. To imprison the fractured segment, the physician then implanted a stent and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for anlaysis. Unit returned with its original box. The unit returned has tip bent. The device has its distal tip kinked and has its distal end peeled off. It also presents a kink on its proximal section. Outer diameter of middle of the device and proximal section are within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported that the guide wire fractured occurred. A 185 cm pt²¿, j-tip guide wire was advanced to the lesion. However, it was noted that the distal segment of the guide wire was fractured. To imprison the fractured segment, the physician then implanted a stent and the procedure was completed. No patient complications were reported.